Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and continuous glucose monitor was not in use on (B)(6) 2019. At 9:35 am, user increased the personal profile basal rates, resulting in a total daily basal increase from 19.2 units to 21.6 units. Cartridge change sequence was completed at 7:48 pm. At 10:31 pm, user requested a 2.11 unit bolus for a bg of 270 mg/dl while still having insulin on board. Complaint could not be confirmed. If user did not disconnect during ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was unknown. Snacks were consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.